Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a revision procedure, during which, device fluid loss was noted as the reservoir was empty. The source of the fluid loss was a pump disconnection. The entire ipp was removed and replaced. No additional patient complications were reported.